Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient underwent a routine pulse generator replacement. During the procedure, insulation damage was noted on the lead. The lead was explanted and replaced.

Event description:
New information notes: it was reported that the lead exhibited high pacing threshold.